Manufacturer narrative:
A5: ethnicity: patient is an animal. A6: race: patient is an animal. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter last name : requested, unknown. E3: occupation: vet tech. The actual sample was not available for evaluation. Instead, a reference photo from the tmc showed a proximal hub of the IV catheter connected to an infusion connector. Traces of usage was observed on the sample and the tube seems to be twisted. Visual inspection of the retention samples was confirmed free from a crack, pinhole, scratch, bent, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque and non-radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of twenty-three (23) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Since the material of the catheter tube has not changed, the tensile strength simulation result from the previous catheter tube breakage complaints (B)(4) was used as part of the investigation. A simulation was conducted for the previous catheter breakage complaint to demonstrate the tensile strength of the catheter tube by manual pulling tube. As the result, the catheter tube elongates from 50mm to around 190mm, but it did not break. This shows that the catheter tube has high tensile strength and does not break easily even when a strong force is applied. Further verification of the tensile strength of the catheter tube was simulated on four (4) pieces of retention samples. The catheter tube was subjected to bending test using a resistance breakage tester for needle/cannula wherein samples were bent 20x (sample 1 & 2) and 100x (sample 3 & 4) at 15°. An evident dent was observed on the catheter tube for all samples however, there were no holes or breakage noted that could eventually result in a catheter breakage. This indicates the high resistance strength of the catheter tube even if a consistent uniform force is applied. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As informed through the details of the complaint, the involved device was inserted and in place on the patient for two (2) hours without any reported issues until the time it was removed which indicates that the device performed properly. It is also most likely that the damage occurred during, or prior to the removal process. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or a detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved 22 gauge by 1" was in the patient for two (2) hours, during removal they went to remove the plastic however it was not there. The patient was in stable condition. The producer outcome was good outcome. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. A male adaptor was used with the involved device. Additional information was received on 12 may 2023: the catheter was placed successfully with no issues. The pet had a fistula repair procedure under sedation that lasted about thirty (30) minutes. No leakage occurred during the procedure, patent during procedure. The catheter was removed using a bandage scissor on the caudal aspect of the leg (inferior vena cava (ivc) was placed in right front cephalic).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The proximal hub of the IV catheter was received. The tube was viewed under magnification, and it was observed that it was pressed and stretched. A portion of the tube inside the hub caved in. It also measured 3mm from the hub tip and the point of separation had a clean cut. Traces of brown dried blood was observed on the sample. We received a total of twenty-four (24) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Based on the results of our previous simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The proximal hub of the actual sample was evaluated. The appearance of the catheter tube indicated that it had most likely been pinched and stretched. The tube was flattened, and a portion of it inside the hub caved in. The tube was clearly cut clean. There were no reported issues with the product when it was inserted into the vein or during the 2-hour period it was used, indicating that the device worked properly. Based on the appearance of the actual sample, it is most likely that the catheter tube was accidentally cut while removing the surgical tape to which the catheter tube was adhered.